Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 02/15/2023 under wo #(B)(4) and shipped on 03/12/2013. Manufacturing record review: DHR 135081 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced in 2020 for a damaged unit. The unit was serviced in 2022 on a functioning unit but got a new trigger. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 100627, this unit was at csi on 07/14/2023. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: as the device tested to specification and found to meet all visual and functional test specifications a root cause is not applicable as the complaint condition was not confirmed. Corrective actions: the unit was evaluated, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
It was reported that the trigger switch was not working and remained always on. No additional information is available. No adverse event reported. (B)(4)

Manufacturer narrative:
G2: canada. Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.